Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the grasping section was closed without grasping any tissue (including after tissue resection) while the output was activated in seal & cut mode, leading to tearing of the tissue pad. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited partial tear of the tissue pad. There was no patient involvement.

Event description:
No additional information received.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to d4 lot number and additional information to h7 and h9.